Manufacturer narrative:
The meter and test strips were requested for investigation, however, there are no test strips remaining to return. The meter was returned for investigation and was tested using retention material. A preliminary investigation was performed with the returned meter. The measurement was run and passed. The result was 1.9 inr. The patient has anti-phospholipid antibodies. Product labeling states: "anti-phospholipid antibodies (apa) like lupus antibodies (la) may falsely prolong coagulation times, i.e. They may cause false-high inr values and false-low quick values. Where apa are known to be present, a result should be obtained using an apa insensitive laboratory method." The alleged patient result of 4.9 inr was not found in the meter memory on (B)(6) 2022 as alleged, but the result was observed in the memory on (B)(6) 2022. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was an allegation of questionable results from coaguchek xs plus meter, serial number (B)(4), compared to a laboratory result using an unknown method. The meter result was 4.9 inr. The laboratory result was 3.5 inr. The results were obtained within 1 hour of each other. The patient¿s therapeutic range is 2.5- 3.0 inr.